Manufacturer narrative:
Device evaluated by manufacturer - device evaluated by manufacturer - returned product consisted of; a guidezilla guide extension catheter that was missing the hub, collar and hypotube, a 6f mach1 guide catheter, a y-adapter, an unidentifiable wire, and an unidentifiable stent delivery system (sds) catheter. There was blood inside and outside of the devices. The sds device was deployed while half inside the mach1 guide catheter. Microscopic examination revealed numerous kinks. Microscopic examination revealed a complete separation. Could not inspect the ptfe as the proximal end of device was not returned for examination. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. The target lesion was located in the posterior lateral branch. The guidezilla catheter fractured and separated at the collar. There was no perforation, or dissection. The physician used another of the same device to complete the procedure. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a shaft break occurred. The target lesion was located in the posterior lateral branch. The guidezilla catheter fractured and separated at the collar. There was no perforation, or dissection. The physician used another of the same device to complete the procedure. No patient complications were reported and the patient's status is fine.